Manufacturer narrative:
Results: a sample and photos were provided. An inspection of the photos and sample identified a large crack down the side of the tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5104270 conclusion: confirmed complaint. No definitive root cause could be established as to when or how the damage occurred.

Event description:
It was reported that a bd vacutainer® brand sst¿ ii tube containing silica and gel, was cracked. No injury or medical intervention.